Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced back pain following the trial procedure. The physician suspected a bleed and decided to remove the device and transferred the patient to a hospital. Nevro attempted to obtain additional information regarding the nature of the issue but no additional information was available. There have been no reports of further complications regarding this event.